Manufacturer narrative:
First use. Devices were disposed of after the case.

Event description:
Allegedly, during a sialendoscopy procedure, the doctor encountered severe stenosis; two 4-wire 11582ms broke; another 6-wire basket was tried but doctor was unable to get past stenosis. He switched to an open procedure to remove stones; this added about an hour to the procedure. Doctor felt anatomical difficulties were the cause rather than failure of the instrument. Possible pt was not a good candidate for endoscopy due to size and placement of stones.